Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the pump damage could not be determined. It is possible that the event when the disinfectant was crystalized in the pump by drying, which may have led to water feeding pressure lower. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, the endoscope reprocessor circulating pump was damaged and needs to be replaced. The event occurred during reprocessing. There was no procedure, therefore, no patient harm was associated with this event. The poor reprocessing of endoscopes were olympus devices, but the model number and serial number were unknown. The poorly reprocessed olympus endoscope was not used on patients.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Per the field service engineer on-site, the circulation pump became clogged due to the crystallization of internal disinfectant, resulting in reduced suction and low water pressure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.